Event description:
It was initially reported that the physician was having intermittent communication difficulties with his programming system. Troubleshooting was performed and the issue seemed to the related to the serial adaptor cords connection with the handheld. The physician was sent a new handheld with a serial cable. (B)(4) attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation and product analysis has been completed. An analysis was performed on the handheld and the reported allegation of intermittent communication could not be verified. The handheld was received without a serial cable. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The serial cord adaptor, which was the suspected issue, was not returned. Follow-up with the office indicated that they did not know where the cord was. They have not had any further issue since the handheld was replaced.

Manufacturer narrative:
Device failure is suspected in the serial cord adaptor cord which was not returned to the manufacturer, but did not cause or contribute to a death or serious injury.